Event description:
The customer contacted baxter's technical service center regarding help to end initial drain, which occurred on the homechoice (hc) during use, during initial drain. They found the floor wet and requested to end therapy to reset up and they were unsure of why the floor was wet. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. The writer received a call from the home patient on (B)(6) 2011 in regards to a report of a wet floor. She said that she had forgotten to take the cap off of the end of her drain line which was inside a gas can. She said it was leaking near the cap area. She thinks the floor may have gotten wet because of the force of the fluid being drained and the cap being on and the fluid spraying out of the gas can. She did not have a sample available or a lot number. Since then she has been resuming therapy successfully. There was patient involvement, but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.